Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.5ml 30ga 1/2in uf 10bag 500cs has been found with the cannula breaking off during use. The following has been provided by the initial reporter: it was reported that needle broke off in injection site. Needle was removed without medical attention. Verbatim: item#: 328466, lot #: 4293557. Found 1 syringe needle to stay in site. Able to remove on own. Consumer denied reuse of needles. Metal part of needle that he removed from tummy is in his disposal. Has the syringe part to return.

Event description:
It has been reported that one syringe 0.5ml 30ga 1/2in uf 10bag 500cs has been found with the cannula breaking off during use. The following has been provided by the initial reporter: it was reported that needle broke off in injection site. Needle was removed without medical attention. Verbatim: item 328466 lot # 4293557 found 1 syringe needle to stay in site. Able to remove on own. Consumer denied reuse of needles. Metal part of needle that he removed from tummy is in his disposal. Has the syringe part to return.

Manufacturer narrative:
Investigation: customer returned one (1) loose 30g x 12.7mm, 0.5ml bd insulin syringe. Consumer reported 1 syringe needle to stay in site; able to remove on own. The returned sample was examined, and it was observed that the cannula was broken. No damage to the hub was observed, and no evidence of manufacturing defects were observed. As the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken cannula is user error when handling the syringe. A review of the device history record was completed for batch# 4293557. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.